Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient was found to have high impedance during diagnostic testing and during the revision couldn't push power through lead at all. X-rays confirmed no migration but lead was kinked. The lead was replaced during the procedure and effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.